Event description:
Adverse event(s): "halos" (halo); "headaches" (headache). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged due to the pt experiencing halos and headaches that make it difficult to do everyday tasks, such as working at the computer and driving. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4). (B)(4). (B)(4).